Manufacturer narrative:
Covidien has requested more info on the incident including: date failure occurred, placement of the sensor, weight of patient, care of the sensor, and the monitor that was used. Per oximax max-n directions for use; indications/contraindications: the nellcor oximax neonatal/adult oxygen sensor, model max-n, is indicated for single patient use... For neonates weighing less than 3 kg or adults weighing more than 40kg. Instructions for use: neonates: the preferred site is a foot. Alternatively, use a hand. The window next to the cable goes on the sole of the foot as shown. Adults: the preferred site is an index finger. Alternatively, other fingers may be used. The window next to the cable goes on the nail side, distal to the first joint. Do not place on joint. Note that the cable must be positioned on the top of the hand. Cautions: failure to apply the max-n properly may cause incorrect measurements. While the max-n is designed to reduce the effects of ambient light, excessive light may cause inaccurate measurements. In such cases, cover the sensor with opaque material. Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements. Excessive motion may compromise performance. In such cases, try to keep the patient still, or change the sensor site to one with less motion. Do not immerse in water or cleaning solutions. Do not resterilize. Immersion or resterilization could damage the sensor. If the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements. Do not alter or modify the max-n. Alterations or modifications may affect performance or accuracy. For add'l warnings, cautions or contraindications when using this sensor with nellcor-compatible instruments, refer to the instrument operator's manual or contact the MFR of the instrument.

Event description:
The customer report: "uncover the oximetry sensor and after performing all maneuvers prudent to verify the values that were sow sensed below 75%. Evidence that "he" this bad or defective."